Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample determined that the siltex hpg, 400cc breast implant was found to be ruptured. Additionally, parallel lines of shell wear were observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 400cc and experienced bilateral rupture post-operatively, which was confirmed via MRI. As a result, the patient underwent removal on (B)(6) 2022. This report is for the left breast prosthesis.

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4). On (B)(6) 2022, it was noticed the previous report contained an error. This report is for the right breast prosthesis (lot number 6452341). The left breast device lot number is 5925815.